Event description:
Upon further review, patient also mentioned about 3 months ago (later said january) they called in for help because there was a message saying the battery needed to be replaced, but all they were sent was a new "case." Agent understood as controller. Patient stated the other day they saw a battery low message and so they need a new battery. Agent asked if the battery was low when they saw the message and patient said it was but then later said they don't remember. Patient stated they have charged their controller overnight several times. Agent explained that if the message shows the battery is low all the patient needs to do is charge the battery. Patient was very confused and 96 years old. Agent documented information given. Additional information was received from the patient. It was reported that the charging issues, stimulation output issues and no device found message when switching groups are not yet resolved. A whole back x-ray was done.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back, confirmed receiving replacement controller but there was 2 batteries. Agent reviewed with patient to put their li battery pack into their replacement controller. Patient was able to insert the li battery pack and close the cover on their replacement controller.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: patient reported the controller was not powering on since yesterday. Patient stated the controller is plug into the outlet and shows the lock screen. Agent asked patient to connect with controller and controller shows low battery and recharging and ins red. Agent asked patient to inspect the rtm for damage and patient said the rtm looks good. Agent reviewed device function and recommend charging the controller and callback for assistance if necessary. No symptoms were reported. (B)(6) 2025: patient called back and stated they are still having problems charging their ins. Patient stated the last time they called they were advised by the previous agent to charge their controller and now they have the controller charged. Patient mentioned the last time they were able to charge their ins was more than 6 weeks ago. Agent asked patient to unlock controller. Patient was able to unlock controller and got no device found. Agent asked patient to press on recharge. Patient got connect recharger. Patient connected recharger and was able to charge with excellent quality. Patient confirmed controller battery was at 90% and ins was in the red. Patient mentioned seeing an orange light on the controller but according to patient they are seeing the ins recharging with excellent quality. Patient will continue charging their ins and agent will call patient back tomorrow to check on the device. 2025-05-20: patient stated they were able to charge their ins and the ins battery is now at 80%. Patient however mentioned that it took them 2 hours to charge from the ins battery being in the red to 80%. Patient confirmed the recharging quality was excellent all through out the charging session. Patient also stated that the controller did not show any messages. Agent reviewed recharging duration and frequency with patient. During the call the ins went up to 90%. Patient was actually recharging during the call. Patient stated they currently do not have a following doctor. Patient will have daughter call pats and provide email address to send the list of doctors to. Agent also suggested for patient to reach out to a doctor to get a routine check on the ins since it's been awhile since the patient had a routine check. Patient had complaints about their icm. Agent warmed transferred patient to diagnostic support and informed the agent from diagnostic support what the complaint was before connecting the patient. (B)(6) 2025: patient called back in stated that their controller and ins was not working. Patient stated that they in pain for too long. Agent had patient reset the controller and patient confirmed set up screen. Agent walked patient through set up screen and was able to see battery level controller on grey and ins at 100%. The troubleshooting steps resolve the issue. Agent reviewed external devices functions. Patient confirmed the stimulation was off and agent had patient turn it back on. Agent review stimulation on/off button. Patient will call back if further assistance is needed. 2025-06-05: the patient (pt) called back stating they had been working on their equipment for 2 weeks. Pt said they have everything powered up but they could not get stimulation into their battery. Pt could not get anything to work with their paddle and they spoke to a person in patient services and requested to speak to them. When attempting to charge ins it would say it needs help. Pt was very confused. During call pts controller was at 100% and the ins was at 90%. Pt said they did not feel good and the pt verified their stimulation was off so pt turned stimulation on. Pt changed to group a and had to lower intensity since it was too strong in their arm; pt wanted stimulation in their back. Whenever pt tried to change to a different group or adjust therapy they got no device found. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.